Manufacturer narrative:
Evaluation summary: the devices were in vivo approximately 14 years. No product was returned for evaluation. Also, no x-rays were returned for review. The mating stem and acetabular cup components are unknown. Surgery notes from pre & post-op were not returned for review. Patient height, weight, and activity level are unknown. Based on the available information and observations, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (shell, stem and/or liner, extent of component stability, extent of soft tissue tension, and patient behavior). However, based on the provided information a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 1995, and revised in 2009, due to dislocation.